Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported, the patient was experiencing ineffective therapy. X-ray imaging confirmed migration of the lead. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the full scs system was explanted and replaced to address the issue.

Manufacturer narrative:
Correction section d6b: date of explant has been removed as explant date is unknown. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information indicates, the lead was explanted prior to the (B)(6) 2024 procedure, as a manufacturer representative confirmed no products were implanted at the time of the procedure.